Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from complaint, omsc surmised that the reported phenomenon was occurred due to the cable of the device was broken by some stress.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that a scope communication error e216 appeared on the monitor and an abnormal endoscopic image appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.